Event description:
A customer obtained reactive (B)(6) surface antigen results for one patient that were discordant to another method. Subsequent samples collected from the patient produced non-reactive results. Two of the samples were sent to customer product line support (cpls) for further testing. Cpls obtained non-reactive results. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc was within the customer's established ranges during the time of this event. Service was not dispatched for this event. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.